Event description:
Customer reportedly obtained a blood glucose result of 256 mg/dl on the advantage system while exhibiting hypoglycemic symptoms. The paramedics were called and arrived 20 mins later. Customer tested 44 mg/dl on the emt device and was transported to the hospital. Customer received glucose IV after arrival. Requested return of suspect system and replacement was sent. Customer was using expired test strips at the time.